Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on resetting the pump, and successfully started their sensor session without encountering the error again.